Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the tip of the catheter was allegedly found to be melted. It was further reported that the catheter was allegedly unable to load it on the wire. There was no reported patient injury.

Event description:
It was reported that prior to a recanalization procedure, the tip of catheter allegedly seemed melted. It was further reported that the catheter was allegedly unable to load it on the wire. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one crosser iq ultrasonic cto device was received for evaluation. The returned sample appeared to be clean. Upon visual evaluation, no anomalies noted to transducer handle or saline hub. The marker band was present and undamaged. Melting was noted at the distal portion of the catheter. The inner guidewire lumen was exposed at the melted area of the catheter. The distal tip was noted to be slightly separated at the distal end of the catheter shaft. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported melting as melting was noted at the catheter shaft. Also, the investigation is confirmed for the identified material separation as separation was noted at the distal end of the catheter shaft. But the investigation is inconclusive for the reported guidewire incompatibility as no functional testing could be performed due to the condition of the device. A definitive root cause for the reported melting, guidewire incompatibility and identified separation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.